Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient never reached 50% efficacy and never had good symptom control so she was given 2mg vesicare to take once per day. The patient also had a urinary tract infection (uti) and was given 500mg oral cephalexin. It was confirmed that there were no falls or trauma related to the issue. The patient has an appointment in 3 weeks to follow-up with her health care provider (hcp). The patient also tried to increase stimulation but increased it too high so is waiting until she meets with her hcp before making more adjustments. Sudden leakage, burning, and back pain were also reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.